Event description:
The pt fell. Afterward stimulation therapy was not the same. Also, the recharger was not working as intended. The implantable neurostimulation system was revised. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).